Event description:
It was reported that sec set no ports w/hanger dehp free was used and returned. The following information was provided by the initial reporter: material no.: 11448964 batch no.: unknown. Customer sent one used 11448964 (unexpected product). Attached to proximal smartsite of 2426-0500. Attached to one used 100ml baxter bag, lot number: p398909, exp: oct20 (label placed over printed exp date ¿8/07/20¿), 0.9% sodium chloride injection. Attached to bag: one used cefepime for injection vial, lot number: 108808c, exp: 03/2023.

Manufacturer narrative:
Correction: this complaint will be cancelled. This is a duplicate complaint of pr# 384757, MDR# 9616066-2020-02540 that has already been reported.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that sec set no ports w/hanger dehp free was used and returned. The following information was provided by the initial reporter: material no.: 11448964 batch no.: unknown. Customer sent one used 11448964 (unexpected product). Attached to proximal smartsite of 2426-0500. Attached to one used 100ml baxter bag, lot number: p398909, exp: oct20 (label placed over printed exp date ¿8/07/20¿), 0.9% sodium chloride injection. Attached to bag: one used cefepime for injection vial, lot number: 108808c, exp: 03/2023.